Manufacturer narrative:
(B)(4). The patient had a excision of the mesh on (B)(6) 2011 in-office and a mesh excision on (B)(6) 2011 at the hospital, due to pain and erosion of the mesh through the vaginal wall. (B)(4) mesh exposure.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an obturator sling procedure on (B)(6) 2010. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. It was reported that patient underwent complex transvaginal excision of sling on (B)(6) 2012, due to vaginal pain. It was reported that the patient underwent right thigh dissection to remove thigh portion of transobturator sling on (B)(6) 2014. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. Following insertion, the patient experienced pain in vagina, dyspareunia and mesh exposure.